Manufacturer narrative:
Tracking #.55731/a. D6: device returned with no lot ID. Based upon the inquiry info rec'd and the visual and the functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed with no difficulties noted. The reported incident could not be recreated.

Event description:
It was reported by the rn, the device was used during a thoracotomy procedure. It was reported on the initial firing the device jammed. A new device was opened to complete the case. 04/20/1998 the rep reports the anvil pin jammed and would not come back after firing. The product is being returned. There was no consequence to the pt.